Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/18/2015 with the following findings: a review of the pump¿s black box history showed evidence of excessive battery usage on (B)(6) 2014. Visual inspection revealed that the battery compartment was cracked below the grip pad. The returned battery cap was used to complete all testing. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The temperature issue was not able to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.